Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received a message that would not allow the customer to perform the fill cannula step during the load process. Tandem technical support (cts) reviewed the pump history and no alarms were found. Cts guided the customer through the load process and the load process was successfully completed. The customer's blood glucose (bg) level was 430mg/dl due to consuming food and the delay in completing the load process. A correction bolus via the pump was delivered to address the bg level.